Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to blood clots, clotting and/ or occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records provided, the patient had a history of left lower extremity deep vein thrombosis (dvt), swelling and pain, and underwent a lower venous doppler study approximately eleven years and nine months post inferior vena cava (ivc) filter placement. The study identified occlusive thrombus within the right external iliac, common femoral, superficial femoral and popliteal veins, and within one of the right posterior tibial veins. The appearance consistent with severe deep venous thrombosis in the right lower extremity. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and nine months post implantation. The patient reports tilt of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc. The patient further reports suffering from psychological injuries or mental anguish, related to the filter. Additionally, on or about eleven years and nine months post implantation, the patient was submitted to a venacavogram and mechanical thrombectomy, in which thrombus was noted in the ivc filter. There is thrombus extending above the filter; thrombus still retained post-thrombectomy. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes left lower extremity deep vein thrombosis (dvt), swelling and pain, and underwent a lower venous doppler study approximately eleven years and nine months post inferior vena cava (ivc) filter placement. The study identified occlusive thrombus within the right external iliac, common femoral, superficial femoral and popliteal veins, and within one of the right posterior tibial veins. The appearance consistent with severe deep venous thrombosis in the right lower extremity. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to blood clots, clotting and/ or occlusion. Per the patient profile form (ppf), the patient reports tilt of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc. Additionally, on or about eleven years and nine months post implantation, the patient was submitted to a venacavogram and mechanical thrombectomy, in which thrombus was noted in the ivc filter. There is thrombus extending above the filter; thrombus still retained post-thrombectomy. The patient also reports anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and blood clots, clotting and/ or occlusion. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of occlusion could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to blood clots, clotting and/ or occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.